Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: using a 11mm versastep trocar, instrument would not go through the trocar, getting caught on the rubber seal. The suction irrigator would not easily go through the trocar. The seal disengaged into the patient and was removed. The was no patient harm.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/19/2015.